Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report of the device shocking on its own was unable to be duplicated during shock testing and bench handling. Review of the activity log showed the device is powered on in AED mode. The device records a "stand clear" message followed by "shock advised" and "press shock" messages. The log records a shock button press followed by successful shock results at 120j. By design, all r series devices require the user to actuate the shock button in order to deliver therapy. Based on the log review, the report that this device charged and shocked on its own with no warning is unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the nurse was performing CPR when the device self discharged and the patient and the attending nurse received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction and complainant indicated that there was no adverse effect to the nurse due to the reported malfunction.